Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "lump in the upper outer region", "axillary lymph node with markedly hyperechoic thread, suggestive of infiltration by silicone", "a small amount of echogenic material is observed between folds at the anterolateral edge", "minimal amount of material with a signal identical to silicone is confirmed", and "intracapsular rupture". This record is for the right side. Device has been explanted. It is unknown if the device will be returned.